Manufacturer narrative:
(B)(4). Physico-control evaluated the device and was unable to duplicate the reported problem. Physio observed proper device operation through function and performance testing. The cause of the reported event could not be determined.

Event description:
It was reported that the device screen froze while it was being used to provide pt care. The user power cycled the device and observed normal operation. The customer reported that the same lock up issue had occurred previously. There was no adverse event reported as the result of the device use. There were no further details on the event and/or the pt provided.